Event description:
It was reported that a patient wanted her device out. The patient said it only worked for a short amount of time and she was now back to where she started. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# va0clpv, implanted: (B)(6) 2013, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).